Event description:
Twenty-five mins into the transurethral microwave thermotherapy procedure, the site noticed a fluid leak in the catheter coming out of the pt's urethra. Physician terminated treatment. Unable to retreat with a new probe because machine did not have enough cooling fluid. Pt is on antibiotics.